Manufacturer narrative:
Patient identifier - (B)(6). The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 12/18/2017: it was reported that there was no medical or surgical intervention was required, just observation.

Manufacturer narrative:
Patient identifier - requested but not provided. Date of birth - requested but not provided. Weight - (B)(6) kg. Ethnicity - requested, information not received. Race - requested, information not received. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Device manufacture date - unknown dud to unknown lot number. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 8 fr angio-seal evolution was successfully deployed and hemostasis achieved in left common femoral artery following embolectomy for stroke. The following information was provided by the user facility: fellow reached out the following day to ask if angio-seal could have caused a dissection of the profunda artery. Puncture was above bifurcation of the common femoral artery, below the ieg artery and in a healthy segment of the cfa and therefore should not have involved the profunda. He said that he thought access was probably to blame rather than the angio-seal device. Per the physician, "she had a hemoglobin drop so they did a cta of her abdomen and pelvis and that's how they found it (the dissection). Looking back through the records she had a slow hemoglobin drop since admission." It was reported that the patient was stable. It was reported that the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.